Manufacturer narrative:
Submit date: 08/29/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an scd device. The customer reports a (B)(6) f expired while wearing scd sleeves. The initial pump and sleeves were applied after the pt's exploratory laparotomy on (B)(6); pump began to alarm early on (B)(6). Reportedly, the sleeves were re-wrapped but the pump still alarmed, so it was changed to a new pump. The new pump was in use when the pt expired on (B)(6) 2011 at 7 am. The customer was requesting to have the alarming scd pump evaluated by sales rep. The sales rep went to the hospital to check the pump; she applied her scd sleeves and the pump did not alarm. The customer reports the scd tubing and sleeves were discarded, and the alarming pump will not be released for eval. The pump that was in use when the pt expired has been already put back into circulation.